Event description:
We were informed on january 10, 2025 about an event regarding a patient with a abbott spinal cord stimulation (scs) lead which was explanted due to infection and wound dehiscence. The surgery was performed by dr. (B)(6) at (B)(6) hospital in (B)(6) canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).